Event description:
Additional information was received. It was reported that the system had been displaying a battery service error which was a known issue with 1.2. It was noted that the battery level was at 100%. Technical services (ts) instructed the manufacturer representative to cycle the system and recommended upgrading to 1.3. The issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The battery and ups were replaced in both main cart and c amera cart. The system passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. The reported issue was unable to be replicated. A system c checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up the system for an upcoming case, the site downloading exams from electronic picture archiving and communication systems (pacs) when the main cart shut off (monitor black, power button was not illuminated) and the camera cart had "no input detected" and a blinking power button. For troubleshooting, the site performed a hard shutdown of the camera cart and then tried to turn on the system, however the camera cart would not turn on. Upon opening the self-test, the uninterruptible power supply (ups)/battery on both carts were disconnected. The site shut down the system and reset the ups by unplugging the system, holding the power button for 30 seconds. The site checked self-test, and the ups/battery for both carts were plugged in and at 100%. The site unplugged the system from the wall and the battery depleted at a normal rate. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating a manufacturer representative on site called technical services (ts) regarding this issue, and ts advised to power down carts and boot on individually, but the manufacturer representative was unable to boot on cart. Ts noted the system were trying to boot off of wall power and were not able to which is normal behavior. Ts then had the manufacturer representative perform five complete power cycles without system behavior repeating. The manufacturer representative tested carts connected off wall power for five minutes, and both batteries remained at 85% charge with 15 minutes remaining. Ts had the manufacturer representative disconnect the camera cart from main cart and the camera cart remained powered on for three minutes. It was noted the blue power button was flashing, and the screen displayed as disconnected. When the cart to cart cable was plugged back in camera cart, the screen displayed the admin screen, and the power button went to steady blue led. Following this, the manufacturer representative was unable to replicate the reported behavior, and the battery health on both carts showed as normal.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, lot/serial/version #: (B)(6) ; product ID: 9735773, lot/serial #: (B)(6); product ID: 9735788rpend, lot/serial #:(B)(6); product ID: 9735771, lot/serial #:(B)(6),h3:the uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned ups was currently undergoing bench testing, along with the accompanying battery. The ups stayed powered on for twenty four hours, in conjunction with the accompanying battery. All twelve and forty eight volt outputs measured normal voltage and the power switch functioned, as intended. The unit was able to charge the battery and run off of battery power. No issues observed. No failure found. The battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The battery measured 52.39vdc, upon return. The unit was currently undergoing bench testing, along with the accompanying ups. No issues were found with the returned battery. The unit was able to power the ups, once disconnected from ac, for eleven and a half minutes. No failure found. Another ups was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned camera cart ups was currently undergoing bench testing, in conjunction with the accompanying battery. The units were tested for twenty one hours and no issues were observed. The units stayed powered on throughout the duration of testing, voltage measured normal and the power switch functioned, as intended. No failure found. Another battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The battery measured 26.04vdc, upon return. The unit was currently undergoing bench testing, in conjunction with the accompanying ups. The unit was tested for twenty one hours and no issues were detected. The units stayed powered on throughout the duration of testing. Once disconnected from ac, the battery was able to power the ups for eleven and a half minutes. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the main cart and camera cart uninterruptible power supply (ups) and battery were replaced.